Manufacturer narrative:
Additional information was requested, but not received.

Event description:
It was reported, that patient presented for scheduled procedure. Prior to procedure, it was noted, that lead exhibited failure to capture. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.